Event description:
On (B)(6) 2009, pt reported she did not think her backup infusion device was delivering properly because, around lunch time her blood glucose was up. She said that she did not receive any error messages. Pt reported, she disconnected from the infusion tubing and tried to prime, and nothing primed out, so she then took off the luer lock and primed from the cartridge and nothing primed out. Pt stated, she tapped on the infusion device and then insulin started to come out. She stated, she threw away the old infusion set and put in a new infusion set and currently everything is working properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
Method, results: no product will be returned for eval.